Event description:
It was reported that during the procedure to treat a target lesion in the heavily calcified superficial femoral artery, the physician advanced the supera stent delivery system to the target lesion. Deployment was initiated; however, upon final deployment, after the physician released the deployment lock, the stent did not release. The stent became caught on the delivery system and a cut-down procedure was performed. No additional information was provided.

Manufacturer narrative:
(B)(4). Date of event: estimated. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the job traveler for this product could not be performed and the historical data for the reported lot could not be reviewed because the product was not returned for evaluation and the part and lot numbers were not reported. Based on the reviewed information, no product deficiency was identified.